Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that an attempt was made to advance an rx voyager over a bmw universal guide wire, but it wasn't possible. As the voyage wasn't able to be advanced, another rx voyager was used and balloon angioplasty was performed. Afterwards, a multi-link vision was advanced to the lesion and inflated several seconds with 12 atm. Suddenly, the balloon ruptured. The stent delivery system was removed, and the percutaneous transluminal coronary angioplasty (ptca) was completed with good results. No additional event or patient information is available.

Manufacturer narrative:
Result: product performance engineering was unable to determine a root cause for the reported balloon rupture. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon and in the guide wire lumen. There was thick crystallized contrast visible in the inflation lumen and balloon. The balloon was loosely folded. There were two kinks in the hypotube 37 cm and 86.7 cm distal to the strain relief tubing. There was no other damage noted to the sds. A new indeflator, filled with water, was used in an attempt to pressurize the sds , but due to the thick contrast, the balloon was unable to be inflated. The sds was left pressurized for two days, but the balloon was unable to be inflated due to the dried contrast. A dissection was performed in an attempt to pressurize the balloon, but due to the dried contrast, the balloon would still not inflate. Product performance engineering reviewed the incident information and each returned device analysis. Reportedly, the lesion was mildly tortuous and calcified with 90% stenosis, which may have contributed to the difficulties experienced in this case. Factors that can influence resistance with a guide wire include, but are not limited to, manufacturing, guide wire lumen obstructions, kinks, bends, mishandling, tortuous anatomy, or damage to the guide wire. In addition, factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, mechanical damage, handling of the device during use, interaction with associative devices, patient anatomy, lesion calcification and tortuosity, excessive applied pressure, or insufficient preparation prior to use. The vision sds was returned with blood present on the balloon and in the guide wire lumen and crystallized contrast visible in the inflation lumen and balloon. All of which is consistent with the reported use of the device in the patient anatomy. The balloon was loosely folded, indication that the balloon had been previously pressurized at some point during the procedure. However, functional testing was unable to confirm a balloon rupture after several attempts were made to inflate the balloon due to the thick, crystallized contrast. It is possible that the balloon material experienced mechanical damage during an interaction with the stent and / or tortuous and calcified lesion is this case. However, since no balloon rupture could be verified due to the condition of the device, a conclusive root cause for the subsequent balloon rupture could not be determined. The analysis also noted two kinks located in the hypotube of the sds, distal to the strain relief tubing. No damage was noted as being observed during product inspection prior to use and thus likely to have happened during or after the procedure, or possibly as a result of packaging and shipment to abbott vascular for analysis. A review of the finished device lot history record (lhr) did not reveal any non-conforming material reports associated with this lot and all on -line inspections and testing met manufacturing criteria. In addition, a query of the complaint-handling database did not reveal any other incidents reported with this part and lot number combination, suggesting that there are no lot specific product quality issues. Product performance engineering will trend and monitor the experience circumstances. All catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). This MDR is considered closed by the product performance group.